Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was buried a little deeper. It was believed that the patient had a lot of hardware (extensions, splitters) tucked behind the ipg in the initial surgery. The patient was doing well postoperatively.